Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2024, the patient experienced vomiting and abdominal pain and the cgm was reading 6.0 mmol/l and the blood glucose reading was 27.0 mmol/l. When ketones were tested these were 6.3 mmol/l. The patient went to the hospital was admitted with diabetic ketoacidosis. It was stated that the patient received treatment, but no specific treatment was reported. The dexcom was removed and they reverted to bg fingersticks for bg monitoring while in the hospital. It was not known how long the patient stayed at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.